Manufacturer narrative:
Concomitant medical products: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2021. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4) ubd: 22-jan-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Caller reported their hcp has retired as of last month. Caller reported they have to see a pa before the pt is assigned to another physician in that same clinic. Caller reports their leads have moved twice, first about 2 years ago. Caller reports the recent lead moved was in (B)(6) 2022, since then their arm has been numbed. Caller reported they have met with multiple reps for reprogramming. Caller reported they do not know these reps last name. Caller reports the leads are not in proper spot. On (B)(6) 2023 a rep reported they were not made aware of any lead movement and could not confirm lead movement. On (B)(6) 2023 a rep reported they were not directly notified or made aware of this event. Rep reported they were in a lead revision procedure for the patient on (B)(6) 2022. At the time of the procedure, the hcp noted the patient's original lead was at t6. Hcp placed a second lead at t8. Rep had no further information on this event. Information was received from a rep on 2023-feb-02. Rep stated rep was there, on implant date (B)(6) 2021. After that, the rep saw the patient (pt) at the lead revision on (B)(6) 2022. Before the revision date, rep was only aware that revision surgery is just to add another lead. Rep was not aware of any device/therapy issues. During the surgery it was discovered that the original lead was not where it was placed, originally placed at t8, but the lead had moved up to t6. The new lead was added at t8. After the revision, rep has not seen the pt. Rep was not made aware of any new lead movement/migration issues after the revision surgery of (B)(6) 2022.

Manufacturer narrative:
Correction to reg report # 3004209178-2023-01522. Additional information received indicated that the correct notification date of this event should be 2023-jan-03. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep clarifying that they were not aware of the lead migration. The rep was present at a revision to electively add another lead, and it was unclear at the time if the placement of the original lead had moved or not.

Event description:
Additional information was received from the patient (pt) regarding their implantable neurostimulator (ins). Pt reported that the h ealthcare provider (hcp) put their ins in their butt and not their back. The pt was going to have it moved, since the ins was not in the right spot; when recharging the ins they had to lay down completely and it would get warmer. The pt did not realize the ins sho uld have been in their lower back until (B)(6) of 2023 so they went to see a doctor in december, and they were redirected to a neurosurgeon. Pt noted they will also be having the lead moved as well with the ins, because the lead moved and fell after s urgery and was not where it should be. Pt said the lead was in a good spot but not where it should be/where it was in the trial period.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2021 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.